Event description:
When removing the bd auto shield needle from the skin after administering the insulin, patient reported joyfully 'oh I never felt a thing'. I looked closer at the skin and there seemed to be a small, tiny pool of clear fluid from this. I then looked at the bd auto shield needle and it looked as if the needle had only partially retracted? Not ever seen it like this before or knowingly had this happen before. Bd auto shield needle batch: 4072074, 31/03/2027 details.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.